Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, lot/serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter; ubd: 22-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported a catheter leak had occurred. The patient had experienced an increase in pain for the past 2-3 weeks, relative to (B)(6) 2019. There were no known environmental/external/patient factors that may have led or contributed to the catheter leak. The doctor injected dye via the catheter access port (cap) on (B)(6) 2019 and dye was seen leaking from the distal end of the catheter. The patient was scheduled for a catheter revision on (B)(6) 2019. Therefore, the issue had not resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - with injury due to increased pain. No further complications were reported or anticipated. The patient's medical history and other medications being taken at the time of the event were not available.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the revision occurred on (B)(6) 2019 and the rep was not at the case, but believed part of the 8731 remained in the patient and the 8598a was used for revision of the spinal portion. The spinal portion was replaced and connected to the existing pump portion. The cause of the leak was undetermined. It was believed the explanted product was discarded and would not be returned. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 20198 product type catheter. If information is provided in the future, a supplemental report will be issued.